Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Bg was addressed via consumption of glucose. Reportedly, the customer left the ER 5 hours later. The customer alleged that the pump was not delivering boluses as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support. Additionally, customer did not upload pump data for review, and did not have pump available for troubleshooting.